Event description:
Patient called lfs on 9/5/03 alleging their meter would not power on while attempting to test. The patient reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further information has been reported.